Event description:
Gammaknife treatment: during a pt treatment, an "illegal couch sensor sequence" error was produced by the machine. When the pt couch was retracted, the clamshell doors remained open as they did not sense the retraction of the couch. Emergency procedures were put in place and the doors were closed manually. Dosimeters indicated that the staff was exposed to a low dose of radiation that posed no danger to staff. The manufacturer's service engineer was called and responded promptly. Corrective actions documented on service report stated "bracket used to move pt table and sense proximity switches became loose and lgk lost tracking of table movement during an aps treatment, system was repaired and customer was able to finish treatment -about 25 shots-." Incident was reported to gammaknife manufacturer elekta.